Event description:
To achieve ease of cannulation of the contralateral limb, the shortest main body length was selected. Left internal iliac artery was previously embolized due to the size of the iliac aneurysm. Distal landing zone of the contralateral leg graft was planned to cover the internal iliac artery and extend into the external iliac. The contralateral leg graft was deployed noting a one stent landing zone. An iliac leg extension was selected to extend the landing zone further into the external iliac. Iliac extension was dpeloyed, with the distal fixation stent landing right at a bend in the vessel. Noted flow through the graft was not as brisk; area was re-ballooned, however, the observed rate of flow through the graft was not increased. Another manufacturer's stent was then deployed inside the iliac extension, overlapping the entire graft, and extending the distal landing zone one centimeter. At conclusion an improved flow was noted through the graft. Procedure was concluded with no endoleaks observed during the final angiogram.